Event description:
The dermatome was inspected by the surgical service technician (st) and the surgeon prior to use and the device passed inspection. The surgeon proceeded to use the dermatome to excise a piece of skin from the patient's thigh. The dermatome cut approximately six small pieces of skin (resulting only in very minor abrasions) instead of the one large piece that was intended. This dermatome was removed from service immediately for return to the manufacturer. The dermatome was replaced by a second unit and the surgeon was able to proceed with a successful skin graft excision. The surgeon did mention that he thought the second unit, while it worked as intended; should also be inspected by the manufacturer as he believed it was a little difficult to use. The st contacted the manufacturer and received two loaner replacements and then sent both dermatomes for service repair. The manufacturer service department recalibrated both units and various parts were repaired and replaced. The units were returned and placed back into service with no further occurrences to date.